Event description:
Biomed tech stated that nurse reported observing a blood leak during a crrt treatment. Volume of blood loss unk. Clinical staff stated pt was admitted for severe sepsis, and his blood pressure decreased related to the blood loss. Pt was transfused 1 unit of blood. No other medical intervention reported. Requests for further pt info were not responded.

Manufacturer narrative:
Cartridge was discarded precluding any further eval. No problem found during on site eval of the cycler by the field service tech. Cycler log file analysis indicates that the cycler was performing as intended throughout the treatment. The log file indicated the operator pressed the stop key after approx 38 hours and allowed the system to sit with all pumps stopped for greater than 8 minutes. When the treatment was restarted multiple pressure cautions occurred indicative of clotting followed by 4 successive blood leak detector alarms and 2 tmp alarms. The user guide includes warning regarding the risk of clotting during long treatment and when the blood pump is stopped and that failure to respond to clotting may lead to a filter blood leak or hemolysis. Nxstage medical considers this report closed.